Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010 the patient presented with an arrhythmia. On (B)(6) 2010 the patient presented with indications of premature arterial contractions and tachy-palpitations. The patient underwent an electrophysiological procedure. At the time of the testing there was no arrhythmia occurring and therefore the study was aborted. On (B)(6) 2010 the patient presented with abnormal liver enzymes and underwent an abdominal ultrasound which demonstrated an echogenic liver consistent with hepatic steatosis. On (B)(6) 2011 the patient presented with severe and unrelenting low back pain and underwent a lumbar spine MRI which showed severe right-sided facet hypertrophy at ls-s1 with mild posterior annular bulge and right-sided ligamentum flavum hypertrophy; mild mass effect on the traversing right s1 nerve root; minimal right foraminal narrowing and l3-l4 and l4-ls facet hypertrophy, right greater than left. On (B)(6) 2011 the patient presented with low back pain and tightness right above the gluteal cleft bilaterally. The patient reported experiencing stabbing at the sciatic notch followed by aching descending down the back of the leg, calf, and sole of foot. The patient complained of pins and needles in toes that last more than 12 hours a day. The patient used an inversion table for temporary relief. Per the doctors notes the patient had completed a thorough course of physical therapy including injections. A radiograph showed a small disc herniation at l5-s1 and a large synovial cyst arising from the l5-s1 facet. On (B)(6) 2011 the patient presented with the preoperative diagnosis of a right l5-s1 synovial cyst; right l5-s1 degenerative disc; and right lower extremity radiculopathy. The patient underwent an open laminectomy, l5-s; resection of synovial cyst; posterolateral fusion, l5-s1: instrumentation and autograft, allograft and bmp. Per the operative report ¿¿resected the synovial cyst off the dura. We did not encounter any csf leak and made sure that the l5 and s1 neural foramen and roots were free¿we placed bilateral rods and set screws and decorticated over the relevant facets, bilateral rods and set screws and decorticated over the relevant facets, tps and placed on autograft, allograft, and bmp to help promote fusion¿¿ there were no complications reported during the surgery. On (B)(6) 2011 the patient underwent a lumbar spine x-ray which demonstrated alignment anatomic; no hardware loosening or migration; and mild disc height loss at t12-l1 and l1-l2 with mild anterior osteophytes at those levels. On (B)(6) 2011 the patient presented with fever and back pain post lumbar spinal fusion. The patient underwent a lumbar spine MRI which showed what appeared to be a nonspecific fluid collection in the posterior paraspinal soft tissues originating to the right of midline at about the l4 level and extending in an anterior and inferior direction toward the facetectomy bed. There was some peripheral enhancement on the post gadolinium sagittal images of this area. It was noted that a portion of that may have extended intra-spinally of the central canal and an additional component may have extended into the posterior aspect of the right psoas muscle. Beginning at about the mid l4 level and extending inferiorly to the s2 level, there was an extradural process resulting in contrition of the thecal sac through that area with effacement of the csf signal surrounding the nerve roots of the cauda equina. That area was sub optimally evaluated in that there were no axial post contrast images. There was also a suggestion of diffuse enhancement of this area and there was an increased t2 signal in that area which may have represented an inflammatory phlegmon or component hemorrhage. A bilateral lower extremity venous duplex exam was also conducted which showed no evidence of deep venous thrombosis. On (B)(6) 2011 the patient presented for a post -operative follow-up status right l5-s1 fusion and right sided decompression for resection of a synovial cyst and following a re-hospitalization for fever, elevated white count and serious drainage on the back. The patient had been re-hospitalized for a likely bmp reaction. The patient had occasional parenthesis in the cast. The patient¿s incision was indurated but not actively draining which was ¿consistent with the bmp reactions¿. X-rays were stable. On (B)(6) 2011, in a post op follow up status right synovial cyst resection and fusion, the patient presented with improved back pain and restless leg syndrome. Per the doctors notes the patient had a bmp reaction which had resolved. The doctor felt the leg irritation may have been some residual from the reaction and would improve in time. A lumbar spine x-ray was taken which showed hardware was unchanged in position or appearance from (B)(6) 2001; no evidence of loosening or migration; and satisfactory alignment. On (B)(6) 2011 the patient presented with low back pain and bilateral leg and foot paresthesias. The patient underwent a lumbar spine MRI. The MRI demonstrated the extensive extra spinal fluid collections within the spinal canal that had appeared on a (B)(6) 2011 MRI had regressed; posterolateral fusion hardware appearance was unchanged; and there was a well circumscribed v-shaped fluid collection surrounding and extending between the spinous processes of l4 and l5 ¿ approximately 30 x 20 x 10 mm ¿ this was presumed to represent a postoperative seroma with pseudomeningocele less likely. On (B)(6) 2011, the patient presented for a post op follow-up status l5-s1 fusion for right synovial cyst. Per the doctors notes the patient¿s synovial symptoms were gone however they had a reaction to the bmp which resulted in drainage and fever. ¿this ultimately was not an infection¿. The patient also presented restless leg syndrome. Per the notes, imaging demonstrated no significant neural compression. The doctor planned on scheduling an I<(>&<)>d, washout, and removal of implants. ¿this is in hopes that some type of systemic reaction has arisen ¿this may be the bmp or titanium.¿ the patient¿s lyrica was increased. On (B)(6) 2011 the patient presented with severe back pain which required immediate intervention (surgical). The patient underwent a lumbar spine CT which showed post op changes l5-s1 with bilateral partial hemilaminotomies and posterior fusion hardware with anatomic alignment; bilateral s1 pedicle screws breached the anterior margin on the s1 vertebral body and extended 1.0cm anterior to the s1 vertebrae; t2 hyper-intense signal/fluid collection between l4 and l5 processes but it was not well characterized in the CT; and minimal degenerative changes in the remainder of the lumbar spine. On (B)(6) 2012 the patient presented pain and the preoperative diagnosis of right l5-s1 synovial cyst; post-operative bmp reaction; and post-operative restless leg syndrome. The patient underwent an open removal of l5-s1 posterolateral screws and rods; debridement of scar tissue; irrigation of operative area; and epidural steroid administration l5-s1 bilaterally; and inspection of the l5-s1 fusion. Intra-operative cultures showed no clear evidence of infection. Per the operative report there was definitely bone growth between l5-s1. No patient complications were reported. On (B)(6) 2012 the patient reported incisional drainage. On (B)(6) 2012 the patient presented, status post removal of l5-s1 pedicle screws, severe prolonged bmp reaction that was ¿improved with washout¿; lumbar drainage and severe bouts of leg pain. The patient underwent a lumbar spine MRI which showed fluid collection along the posterior margins of the l5-s1 facets joints and along the l5 and s1 spinous processes extending posteriorly into the subcutaneous soft tissues in the lower lumbar region ¿ the appearance of which was consistent with postoperative seromas. There was no evidence of intra-spinal or paraspinal abscess. There was a hemangioma on the left side of the t12 vertebral body. There were mild degenerative changes in the remainder of the lumbar spine. On (B)(6) 201 the patient reported that the drain fell out. On (B)(6) 2012 the patient presented with increased bilateral leg and lumbar back pain; fever; nausea, chills; recurrent persistent fluid collection in the posterior subcutaneous tissues; a possible csf leak; and the new development of headaches. The patient underwent a pre-op lumbar spine MRI which demonstrated interval increase in size of the fluid collection extending along the superficial dorsal paraspinal soft tissues with anterior extension and partial investment of the posterior aspect of the l4 and l5 spinous processes. In addition there had been an interval increase in the extent of abnormal enhancement and edema within the dorsal paraspinal soft tissues extending cranially within the superficial soft tissues to approximately the l1 level and within the deeper paraspinal musculature to approximately the l3 level. It was noted that the finding may have been related to a bmp reaction but that super infection could not be excluded. Also noted was an abnormal enhancement within the body and lack of enhancement along the posterior most aspect of the l4 and l5 spinous process which was possibly osteomyelitis or necrosis. There were multilevel mild, stable degenerative changes of the lumbar spine. The patient also underwent a venous ultrasound examination of the lower extremities which was negative. An ap and lateral chest x-ray showed clear lungs and heart. The patient then underwent surgery for lumbar drain placement at the thecal sac l2-l3. The tip of the lumbar drain was at the t7 level. Csf attained from the drain was clear. No complications were noted. On (B)(6) 2012 the patient presented with a possible csf leak and underwent a lumbar spine CT myelogram which showed no csf leak; partial ankylosis across the right l5-s1 facet; l4-5 mild annular bulge and mild bilateral facet arthropathy; and l5-s1 mild disc height loss. It should be noted that bony bridging was noted across the right l5-s1 facet but no bony bridging was noted across the left l5-s1 facet. There was partially reabsorbed dorsolateral bone graft. On (B)(6) 2012 the patient presented with fluid collection and a possible csf leak. The patient underwent a lumbar myelogram x 2 (3 hours apart) which showed no csf leak. The patient also presented with feelings of disappointment and frustration and underwent a psychiatric evaluation. The patient reported difficulty sleeping due to lower leg pain which the patient believes to be secondary to the surgery. The patient reported severely limited activity due to symptoms. The patient expressed feelings of discouragement and of not being heard. Diagnosis was adjustment disorder with anxiety. On (B)(6) 2014 the patient presented with continued drainage, radiculopathy, back pain, headaches, and overall fatigue. The patient underwent surgery which consisted of an open revision, incision, and drainage l5-s1; copious irrigation; repair of suspected csf leak; debridement of posterolateral bone graft and bmp; and placement of multiple drains. No patient complications were noted. The patient was treated with prophylactic antibiotic therapy. On (B)(6) 2012 the lumbar drain was removed from the patient. On (B)(6) 2012 the patient presented with back and bilateral leg pain. The patient underwent a pre-op lumbar spine MRI which showed small peripherally enhancing nonspecific fluid collections in the posterior paraspinal tissues at the l4-l5 levels have undergone a slight further decrease in size from (B)(6) 2012 and a stable bone edema involving the l4 and l5 pedicle bilaterally, some of which nay have been related to prior pedicle screws at the l5 level. ¿the changes at l4 are nonspecific but may be related to stress and/or reactive in nature.¿ the patient also required placement of an ir epidural blood/clot blood patch over the drainage site. On (B)(6) 2012 the patient was discharged from hospital. On (B)(6) 2012 the patient presented for a follow up on a possible infection. The patient underwent a lumbar spine MRI which showed that since the (B)(6) 2013 study there was a reduction in the posterior subcutaneous and paraspinal muscle fluid collection; there was residual non-specific fluid along the posterior elements in the paraspinal tissues at the lower l4 and l5 levels just posterior to the lamina. ; slight increase in the enhancing mildly thickened epidural tissues posterior to the thecal sac at the l4-l5 level without significant mass effect; and bone edema in the l5 pedicles and vertebral bodies associated with the previous pedicle screws; and slight bone edema in the l4-ll5 facets and l4 pedicles. On (B)(6) 2012 the patient presented with pain and persistent fluid collection since the (B)(6) 2011 spine surgery and following bmp reaction. Per the doctor¿s notes, the most recent MRI had shown fluid collection coming from the synovium. The patient underwent a lumbar spine preoperative MRI which showed small peripherally enhancing nonspecific fluid collections in the posterior paraspinal tissues at the l4-l5 levels slightly decreased from a (B)(6) 2012 MRI; stable bone edema involving the l4 and l5 pedicles bilaterally, some of which was related to the prior pedicle screws at the l5 level and non-specific changes at l4. The patient underwent an open revision l4-s1 lumbar decompression; resection of bilateral synovial cysts l4-l5; and bilateral facet fusion with autograft l4-l5. No patient complications were noted. On (B)(6) 2012 the patient was discharged from hospital with the diagnosis of backache, hypertension, and anxiety. On (B)(6) 2012 the patient underwent a duplex venous bilateral lower extremity ultrasound which showed no deep venous thrombosis. On (B)(6) 2012 the patient underwent a lumbar spine MRI which showed a slight new compression deformity and edema within the right superior l4 endplate and a small amount of fluid within the dorsal paraspinal soft tissues and within the facetectomy defects consistent with normal postoperative change. On (B)(6) 2012 in a doctor¿s letter the patient is mentioned as recovering from a ¿fairly complicated spine surgery¿ and that the doctor would allow the patient to return to work in may with the recommendation of frequent breaks throughout a shift. On (B)(6) 2012 the patient presented with recurrent l4-l5 synovial cyst status a recent facetectomy on (B)(6) 2012. On (B)(6) 2012 the patient presented with back and bilateral leg pain. The patient underwent l lumbar spine MRI which showed stable tom minimally increased small fluid collections along the facetectomy sites at l4-l5; mild bilateral l4-l5 foraminal narrowing; increased small fluid collection at l4-l5 posteriorly; mild superior endplate compression deformity of l4; and extensive avascular necrosis in both femoral heads. On (B)(6) 2012 the patient present with pain and fluid collection. The patient underwent an ultrasound guided aspiration of the fluid collection posterior soft tissues of the back. No patient compilations were noted. On (B)(6) 2012 the patient presented with back and lower extremity pain and underwent a lumbar spine CT which showed l4-l5 posterior instrumented fusion. The right l4 pedicle screw was lateral to the vertebral body and a fracture was present in the right l4 transverse process. Per the doctors notes ¿neurosurgery is aware of this finding and the instrumentation will be revise¿. Also, demonstrated were bilateral l4-l5 facetectomies and subtotal laminectomies with graft material noted within the l4-l5 inter-spinous space; pedicle screw tracks bilaterally at s1; and moderate right and mild left l5-s1 neural foraminal stenosis. On (B)(6) 2012 the patient presented with increasing back and bilateral leg pain status post epidural abscess. The patient underwent a lumbar spine MRI which showed increasing fluid collection posterior to the posterior elements from l4 through the s2 levels. It did not extend into the epidural space. This was suspicious for persistent or recurrent inflammation/abscess. On (B)(6) 2012, in a post op follow-up of a revision spinal fusion with decompression, the patient presented with low back pain. In the doctors notes it mentions scheduling a l4-s1 anterior lumbar interbody fusion. On (B)(6) 2012 the patient presented with a posterior paraspinal fluid collection in the lumbar sacral junction and with questionable evidence of infection. The patient underwent surgery which consisted of a direct percutaneous aspiration under fluoroscopic and ultrasonic guidance of a posterior paraspinal fluid collection at the lumbosacral junction. 12 cc of clear cerebral fluid was removed at the l2-l3 level and sent out for a gram stain and cultures. 40 cc of serous fluid was removed from the posterior paraspinal fluid collection at the lumbosacral junction and also sent out for a gram stain and cultures. No patient complications were noted. On (B)(6) 2012 the patient presented for a post-operative follow up. The patient underwent a lumbar spine MRI which demonstrated stable subtle l4 superior endplate compression; incidental inter-osseous hemangioma in t12; mild t2 signal loss; conus tip at l1; straightened lumbar lordosis; post-operative changes in the dorsal musculature from l4 to s1; and a 67 x 10 by approximately 43.9 mm fluid collection in the dorsal operative bed noted at l5 through s2. It demonstrated mild peripheral enhancement. This fluid collection had previous measured 66.1 x 14 x 43.1mm in the same dimensions. It was thought to be a seroma but an abscess was not excluded. On (B)(6) 2012 the patient presented shortness of breath and underwent a cardiac electrocardiogram which showed normal left ventricular size and systolic function; normal right size and systolic function; and mild left atrium dilation. The proximal aorta measured 3.6mm. On (B)(6) 2012 the patient presented bilateral leg and hip pain and underwent a hip/pelvis MRI which demonstrated ¿foci of avascular necrosis involving femoral heads superiorly. No evidence for collapse of the overlying articular bone of the examination is recommended. Mild reactive edema about the zone of infarction bilaterally; post-operative changes lower lumbar spine and sacrum; pelvis and hips otherwise negative. On (B)(6) 2012, in a 6 week follow-up on an anterior posterior l4-s1 surgery, the patient presented acute exacerbations of the lumbar radiculopathy after doing significant physical activity. Per the doctors notes a recent MRI showed decreased fluid collection and x-rays demonstrated a stable anterior posterior construct. On (B)(6) 2012 the patient presented with bilateral lower extremity edema and an underwent a venous duplex ultrasound whose results were normal. No deep venous thrombosis. On (B)(6) 2012 in a doctor¿s letter the patient is referenced as having undergone multiple surgeries involving synovial cysts and bmp. Per the letter ¿we are not sure at this point if his spinal implants will achieve fusion¿..until solid fusion is achieved which may take several years this patient will have symptoms including pain and lower extremities¿.the patient is concerned for long term narcotic addiction¿..¿ on (B)(6) 2012 the patient underwent a CT scan of the lumbar spine to compare with a (B)(6) 2012 MRI and a (B)(6) 2012 CT scan. The CT demonstrated no radiographic evidence of hardware complication. There was graft material interposed between the transverse processes of l4-l5. There was no CT evidence of osseous incorporation of the graft material/solid body fusion. There was no definite evidence of critical foraminal stenosis. The soft tissues overlying the postsurgical site had indistinct fascial planes. The CT was not optimized for comparisons of the fluid collection identified on prior MRI¿s.

Manufacturer narrative:
(B)(4)

Event description:
Event description too long for this field. Please refer the attachement section for more information.

Event description:
On (B)(6) 2010 the patient presented with abnormal liver enzymes. The patient underwent a multi organ ultrasound which showed a "very fatty liver" which was difficult to evaluate. On (B)(6) 2011 the patient presented with edema and to be evaluated for a dvt. A bilateral venous duplex was conducted which was positive on the left. On (B)(6) 2012 the patient presented with lower back pain in a pre MRI compatibility eval. Per the encounters notes that patient had undergone 5 spinal surgeries to date. There was a handwritten notation stating the patient had undergone a l4-5 decompression fusion with I<(>&<)>d . It was noted there had been acute anemia secondary to blood loss. On (B)(6) 2012 the patient presented with low back and leg pain. On (B)(6) 2012 the patient presented with low back pain. On (B)(6) 2012 the patient reportedly had a PICC line removed. On (B)(6) 2013 the patient presented with mid and low back pain and bilateral leg pain. On (B)(6) 2014 the patient presented with bilateral leg, foot, and toe pain.

Event description:
On (B)(6) 2013 the patient presented with low back pain and bilateral leg pain and avascular necrosis of the femoral head secondary to steroids. In the encounter notes it mentioned that the patient had undergone 8 back surgeries in 8 months and the onset of the current symptoms was (B)(6) 2012. Patient medications: lisopril, oxycodone, oxycontin, and celexa. On (B)(6) 2013 the patient presented with constant burning pain in both legs and back pain. The patient also complained that their scars felt very tight and rigid and like they were going to tear. Per the encounter notes: it all "started with an 5-s 1 fusion. Had allergic reaction to bone growth stimulation medication. Hardware removed. Other areas in back then affected and damaged by reaction. Had to rinse are several times. Had drains in back due to ongoing fluid. Had to take out 4 disc and then had 4-5 fusion. Screw broke and had to remove it. Lastly decided to do an anterior cage to lower spine. Was on antibiotics with pic line in arm and developed multiple blood clots in lungs and arm. Just got off blood thinners. Scars all feel significantly tight. Having trouble with bowel movements and unable to urinate properly. Depressed and on medication. Also developed avascular necrosis of bilateral femoral heads probable due to prednisone use and will need them replaced." On (B)(6) 2013 the patient presented in a physical therapy ov with difficulty with bowel movements and urination, depression, avascular necrosis (avn) of the bilateral femoral heads, and burning pain in both legs. It was reported that in (B)(6) 2013, the patient experienced a right hip collapse. It was reported that on (B)(6) 2013, the patient presented avn secondary to steroid use and underwent a right hip replacement. On (B)(6) 2014 the patient presented for a post-op f/u. On (B)(6) 2014 the patient presented in pt with pain and weakness in pelvic and thigh joints and limited rom leading to an abnormal/antalgic gait and right hip and knee pain. On (B)(6) 2014 the patient presented with right knee pain. On (B)(6) 2014 the patient reported they were right knee pain free (several days). On (B)(6) 2014 the patient reported left hip pain but no pain in the right hip and right knee. On (B)(6) 2014 the patient was dischargedfrom physical therapy. Reason: independent with hep, feeling good.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2010 abdominal us no comment (B)(6) 2011 lumbar c-arm multiple c-arm shots taken during transforaminal epidural injection on the right at l5, s1 and s2. Needle is reasonably positioned. (B)(6) 2011 lumbar x-ray series ap, lateral, obliques and l5 lateral spot are shown. There is a flattening of the lumbar lordosis however this is a flexion view and the disc spaces are maintained, degenerative disease is minimal at the endplates and facet joints. Upright lateral shows restoration of lumbar lordosis. (B)(6) 2011 lumbar x-ray ap shows pedicle screws in place at l5 and s1 bilaterally. Lateral view appears to show the s1 screws as bicortical and long in relation to the l5 screws. This is an inter-operative film (B)(6) 2011 lumbar CT appears also to be an inter-operative study as there are no rods in place. S1 screws are lateralized, passing through the anterior sacral ala ventrally in the region of the l5 roots. They extend beyond bone about a centimeter. No interbody device is in place. No stenosis is seen. (B)(6) 2011 lumbar x-ray series postop ap and lateral lumbar show the l5/s1 construct with the screws in the same position as the inte r-operative film. Rods are no in position. No interbody device is present (B)(6) 2011 lumbar MRI sagittal stir and t2 images show the construct in place at l5/s1. L5 disc looks amazingly normal and well hydrated. Penetrating s1 screws are again seen. T2 axials again show the screws penetrating lateral to the s1 body in the region of the passing l5 roots. No significant stenosis is seen, no evidence of fracture on stir, no tumor. A small hemangioma is appreciated in the left body of t12 (B)(6) 2011 lumbar x-ray series no interval change in position of implants or spinal anatomy is appreciated (B)(6) 2011 lumbar x-ray series no interval change in position of implants (B)(6) 2011 lumbar MRI t2, t1 and stir sequences are reviewed in axial and sagittal plane. No changes area appreciated from the MRI of (B)(6) 2011or spinal anatomy is appreciated (B)(6) 2011 lumbar x-ray series ap and lateral views show implants at l5 and s1 without interval change from (B)(6) 2011 (B)(6) 2011 lumbar CT coronal views show construct at l5/s1. S1 screws clearly extend beyond the sacrum, extending into the pelvis by at least 3 threads (a centimeter) in the region of the l5 roots. No interbody graft is seen. Posterolateral bone graft material is seen around the l5/s1 facet. Only sagittal reconstructions are provided on this cd. (B)(6) 2012 ap/lateral lumbar x-ray shows spine without implants fusion across l5 to s1 cannot be verified (B)(6) 2012 lumbar MRI pedicle screw construct at l5/s1 has been removed. Soft tissue edema and disruption is seen posterior to l4, l5 and zs1. No collapse of disc space, hnp, stenosis is seen. Lumbar alignment is normal. (B)(6) 2012 lateral lumbar x-ray during placement of lumbar drain. Needle is visualized at the l2 disc level. Ap view shows catheter inserted below the l1 level that extends cephalad to t7 (B)(6) 2012 lumbar MRI interval removal of implants at the l5 level. No new findings. (B)(6) 2012 lumbar myelogram instrumentation has been removed and contrast dye injected. Canal appears open without constriction. No root sleeve cut off is appreciated. Wires appear to enter the spinal canal in the region of l1 and l2, but they cannot be seen amongst the constrast within the canal. Spinal alignment appears excellent. No lumbar disc narrowing is seen. (B)(6) 2012 lumbar post myelogram CT this shows interval removal of the instrumentation at l5 and s1. There appears to be an inter-thecal line inserted at l2/3. Whether this represents the injection of contrast or a pain management system cannot be determined from these views. Bony windows show the inter-thecal pump extending to above the level of the conus at about t11. Inter facet fusion is appreciated on the right at l5/s1 however there is no bone within the disc space and no posterolateral fusion on the left. (B)(6) 2012 lumbar MRI the apparent intra-thecal catheter appears to have been removed. There is no instrumentation apparent. The canal and disc spaces are well maintained without stenosis, hnp, disc collapse. Posterior soft tissues remain disturbed with increased signal throughout consistent with previous surgery in this area. (B)(6) 2012 lumbar MRI t1, t2 and stir sagittal and axial views are reviewed again. I see no interval change of consequence between this MRI and the one on (B)(6). No new fractures, no resolution of posterior edema. No new hnp. (B)(6) 2012 lateral lumbar x-ray taken interoperatively shows sponges in place with a hemostat overlying the l5 pedicle and l4/5 facet area. Nothing else new is seen of consequence. (B)(6) 2012 lumbar x-ray shows catheter in place entering at l2/3. No other pathology appreciated. (B)(6) 2012 lumbar MRI sagittal and axial t1 and t2 images show no stenosis or mal-alignment. There are scars within the pedicles of s1 and l5 consistent with previous instrumentation and there is abundant increased signal in the midline and lateral to the facet joints bilaterally in this region. (B)(6) 2012 ultrasound venous duplex no comment (B)(6) 2012 lumbar portable x-rays inter-operative films with l4 and l5 pedicle screws in place without rods. Gelpi retractor in place. Lateral cross table lateral shows cerebellar retractor, gelpi retractor and penfield 4 overlying the l5 pedicle. (B)(6) 2012 lumbar CT inter-operative CT is shown with retractors in place and screws in place without rods at l4 and l5 bilaterally. Position appears good. (B)(6) 2012 lumbar spine series shows construct with crosslink at l4/5. Brace is in place. Fixation is well placed. No interbody device is seen. Overall lumbar alignment is excellent. (B)(6) 2012 lumbar MRI again visualized is the significant posterior damage seen in the region of the previous fusion. Sclerosis can now be seen along the anterior superior endplates of l3 and l2. Pedicle screw construct is seen at l4 and l5 without signs of canal encroachment, stenosis, hnp etc. (B)(6) 2012 lumbar x-ray ap and lateral new construct at l4/5 is seen with crosslink in place. Screw position appears satisfactory. (B)(6) 2012 lumbar MRI t1, t2, stir sagittal and axial views reviewed of lumbar construct at l4/5 without interbody device. No stenosis is seen. Disc signal and height appear actually quite good. No evidence of any marrow edema on stir. (B)(6) 2012 chest x-rays normal appearing chest x-ray. Somewhat poor inspiration with diaphragms at t9. Cardiac shadow is borderline large. No bony pathology is noted. (B)(6) 2012 ap lumbar x-ray shows new construct at l4-l5 with two rods and 4 new pedicle screws. No interbody device is appreciated. (B)(6) 2012 lumbar MRI shows spinal construct with pedicle screws at l4 and l5. There are scars within the s1 pedicles showing previous position of pedicle screws that have been removed. No stenosis is seen. Midline scar is seen without evidence of any seroma. (B)(6) 2012 CT lumbar shows spinal construct with pedicle screws at l4 and l5. There are scars within the s1 pedicles showing previous position of pedicle screws that have been removed. No stenosis is seen. Midline scar is seen without evidence of any seroma. (B)(6) 2012 ap lumbar x-ray shows one level fusion at l4/5 with pedicle screws in place. (B)(6) 2012 inter-operative fluoroscopy during extension of the fusion to s1. Gelpi retractor is in place. No rods have been inserted (B)(6) 2012 lumbar CT fine cuts show position of new screws in s1. All screws are well positioned within the pedicles at l4, l5 and s1 bilaterally. Of note it appears that the rods are missing although set screws are in place at l4 and l5, they are missing in s1. (B)(6) 2012 ap and lateral lumbar x-rays show l4-5-s1 construct without interbody implants (B)(6) 2012 ap and lateral lumbar x-rays show full construct with rods engaged and below the s1 screws. Crosslink is in place. (B)(6) 2012 ap and lateral lumbar x-rays show full construct with rods engaged and below the s1 screws. (B)(6) 2012 lumbar MRI sagittal t2 views show a fusion construct from l4-l5-s1 with 6 pedicle screws and rods. No interbody devices can be seen. Axial views show no stenosis. There is what appears to be a postoperative seroma overlying the operative area. Pedicle screws appear well positioned. (B)(6) 2012 lumbar x-rays ap and lateral views show construct as noted from l4 to s1. This is however only the posterior construct as the alif components have not been inserted. Wide decompression is noted involving l4 and l5. (B)(6) 2012 lumbar x-rays ap and lateral views show construct as noted from l4 to s1. This is again only the posterior construct as the alif components have not been inserted. Wide decompression is noted involving l4 and l5. (B)(6) 2012 lumbar lateral fluoroscopy x-ray performed during transforaminal epidural injection at l2/3. Needle is seen within the l2/3 foramen. Second x-ray is taken in the ap view with a midline puncture of spinal needle at l5 in what appears to be placement of a csf shunt for a dural leak and pseudomengiocoele. Last fluoroscopic view a lateral shows the 360 degree construct from l4 to s1 with anterior interbody implants with screw fixation (4 screws per level) as well as bilateral pedicle screws and rods. (B)(6) 2012 lumbar series again showing the construct as described above (B)(6) 2012 lumbar MRI repeat study from (B)(6) 2012 may show some decrease in the size of the pseudomeningiocoele. There is no dural sac compression seen. Possible needle is seen traversely entering the seroma from the left. Abundant artifact makes this difficult to characterize and it could just be artifact. This has been born out in later studies to represent the crosslink and is in good position. Anterior interbody devices are now seen in l4 and l5 not seen in the study of (B)(6). They each have a metallic ventral portion with two screws directed into each endplate consistent with a neuvasive design. (B)(6) 2012 pa and lateral chest x-ray shows borderline cardiomegaly. Otherwise normal. Entire body ap shows the new posterior fusion l4 to s1 as well as anterior construct at l4 and l5 as described. (B)(6) 2012 CT abdomen previous construct is seen however details are not well demarcated on this study (B)(6) 2012 cta pe study no spinal pathology seen lung vascularity is well seen, specifics of this study are beyond the reviewers expertise. (B)(6) 2012 us venous duplex doppler no comment (B)(6) 2012 lumbar MRI sagittal and axial t1 and t2 views are obtained. They show the anterior and posterior construct that spans from l4 to s1. There is no sign of spinal stenosis. Increased signal is still seen in midline that could represent seroma or pseudo-meningiocoele. Position of all implants appears unchanged from previous studies. (B)(6) 2012 CT pe no spinal pathology is evident. Same comments as study done on (B)(6). (B)(6) 2012 cardiac ultrasound no spinal pathology delineated (B)(6) 2012 lumbar MRI t1 views with and without contrast are seen in axial and sagittal scans. These show no evidence of significant scarring or nerve root displacement or compression. Implants remain well positioned. In review we again see the anterior interbody spacers with retaining screws at l4 and l5 as well as pedicle screws with rods and crosslink at l4, l5 and s1. (B)(6) 2012 pelvic MRI t1 and t2 coronal and axial cuts show evidence of osteonecrosis of both hips involving about 60 % of the weight bearing dome. No evidence of collapse at this stage. Effusions are present. (B)(6) 2012 lumbar spine series no change in position of implants. No new pathology delineated. (B)(6) 2012 lumbar CT no change noted in implant position. Arthrodesis appears solid at both levels. No nerve compression is noted. No new pathology delineated. (B)(6) 2012 lumbar MRI t1, t2 axial and sagittal views show no significant change from other studies. In place is the 360 degree fusion from l4 to s1 including two anterior spacers with 4 screws each in good position as well as the 6 pedicle screw and rod construct with crosslink. No stenosis is seen. Sagittal alignment remains excellent. No implant has migrated. No hnp or new pathologic entity is detected (B)(6) 2013 CT lumbar axial views verify 360 degree fusion with anterior spacers, with screws anteriorly and posterior pedicle screws, rods and crosslinks posteriorly. No evidence of stenosis. (B)(6) 2013 ap pelvis construct can be seen within the lumbar spine. Osteonecrosis is seen in both hips as yet without signs of collapse. (B)(6) 2013 ap fluoroscopy of right hip during core decompression shows reamer in position. (B)(6) 2013 ap pelvis construct can be seen within the lumbar spine. Osteonecrosis is seen in both hips as yet without signs of collapse. (B)(6) 2013 pelvis and hip x-rays pelvis ap shows osteonecrosis bilaterally with core decompression and bone grafting procedure having been done on the right. Collapse has occurred in the right femoral head denoting a ficat-hungerford iii. Only cysts and sclerosis are seen on the left without acetabular involvement. Ap and frog leg lateral views of the right hip show the involvement with local collapse of the weight bearing dome. (B)(6) 2013 pelvis x-rays repeated films of pelvis and right hip showing no interval change from studies of (B)(6). No new pathology delineated. (B)(6) 2013 portable ap pelvis these x-rays focus on the right total hip replacement. Stem is in very slight varus and cup has slightly increased valgus. (B)(6) 2013 chest x-ray and cta study borderline cardiomegaly no spinal pathology delineated. (B)(6) 2014 ap left hip shows signs of early osteonecrosis of the femoral head. No collapse is seen and joint space is well maintained. No new pathology delineated. (B)(6) 2014 ap lumbar shows 360 degree fusion from l4 to s1 with posterior pedicle screws and anterior interbody spacers with plate/screw fixation. No new pathology delineated. (B)(6) 2014 pelvis x-ray shows right tha in good position. Cup is in slight relative valgus. Scar laterally, just distal to the greater trochanter suggests previous femoral head decompression and possible grafting for osteonecrosis (B)(6) 2014 pelvis 2 views, lateral left hip show total hip replacements bilaterally. The right hip by virtue of stress remodeling appears to have been implanted later than the left. The left is more recent and appears to have a drain in place. Also visible is the bottom of a spinal construct that includes an anterior fusion at l5 with peek spacer and plate with 4 screws and a posterior pedicle screw construct that extends to s1. Si joints ant symphysis pubis appear normal. (B)(6) 2014 chest x-ray some fluffy changes along the left heart border and lung bases, with borderline cardiac enlargement. (B)(6) 2014 ap and lateral views of the left hip. Drain has been removed. Stem is in slight varus, but the implant is otherwise well positioned. Appears to be at a 36mm head. Cup is well antiverted. No new pathology delineated. (B)(6) 2014 lumbar CT axial and sagittal reconstructions are reviewed. No change is construct from previous studies. Fusion appears solid. No stenosis or hnp is delineated.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 the patient presented with the rx of lumbosacral disc degeneration and lumbago. On (B)(6) 2012 the patient presented with chronic back pain, hip, and constant bilateral leg pain with negative neural impingement on MRI. Per the encounter notes the patient had developed focal bilateral avascular necrosis of both femoral heads due to decadron that he was given for the leg pain. A neuro exam indicated that he has areas of loss of sensation with areas of increased pain. On (B)(6) 2012 it was reported that the patient had had to date a total of 8 surgeries due to adverse reaction from a bone growth product (bmp-20 including serous drainage from wound, epidural abscess and multiple revisions of fusion: starting (B)(6) 2011, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012,(B)(6) 2012. (B)(6) 2012 (B)(6) 2012 -find surgery ap fusion l4-5, 5-31. Facetectorny l4-5. On (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2013, (B)(6) 2013 and (B)(6) 2013 the patient presented with chronic back pain, hip, and lower extremity pain. On (B)(6) 2012 the patient presented pain and underwent a emg/nc which showed evidence of s1 radiculopathy. Medications: oxycontin, valium, lyrica, and klonopin. On (B)(6) 2012 the patient presented with constant bilateral leg pain. On (B)(6) 2012, per the encounter notes, the patient reported severe leg pain and that an emg had shown signs of damage. It was reported that the patient had had epidural injections that were not helpful. The patient stated their pains medications were not working. The patient received a warning letter for overuse oxycodone. On (B)(6) 2013 the patient presented with elbow symptoms, chronic low back pain, hip symptoms, muscle aches, buttock pain and bone pain. On (B)(6) 2013 and (B)(6) 2013 t the patient presented with mid and low back pain and bilateral leg pain. On (B)(6) 2013 the patient presented with lower back pain and leg weakness with a burning sensation, numbness and tingling. On (B)(6) 2013 the patient presented with chronic progressive diskogenic lower back pain. The patient was given a pain management second contract violation warning: overuse of medication. On (B)(6) 2013 the patient presented with lower back and bilateral lower extremity pain. The patient reported that vicofen was not working for the pain and requested to go back to their initial medication. Medications: oxycontin and oxycodone and celexa for anxiety. On (B)(6) 2014, (B)(6) 2013, (B)(6) 2014 and (B)(6) 2013 the patient presented with lower back and bilateral lower extremity pain. On (B)(6) 2013 the patient presented with chronic pain. The pain was described as pressure like, dull, and aching. On (B)(6) 2013 the patient presented with chronic progressive diskogenic lower back pain (+ 10 years). Per the encounter notes the patient had undergone a transforaminal epidural steroid injection (tfesi) at s1 level on he left with no relief the week before. An electrodiagnostic evaluation revealed bilateral s1 radiculopathy. On (B)(6) 2013 the patient presented with lumbago, lumbar disc degeneration, and idiopathic peripheral neuropathy. The patient pres ented with lower back pain radiating in to bilateral legs. The patient was given a pain management third contract violation warning: alcohol abuse. On (B)(6) 2013 the patient was given a pain management fourth contract violation warning: alcohol abuse. On (B)(6) 2013 and (B)(6) 2013 the patient presented with chronic of lower back pain, lower limb pain, bilateral leg weakness, and burning, numbing and tingling in the legs. A urine screen demonstrated compliance. On (B)(6) 2013 the patient presented with chronic of lower back pain and numbness and tingling in the legs. On (B)(6) 2013 the patient presented with chronic of lower back and lower limb pain. The pain was described as aching, cramping, shooting, sharp, and constant. The patient had bilateral leg weakness, a waddling gait, and a burning sensation in the right leg. On (B)(6) 2013, the patient presented post op a right avn of the hip. The patient reported constant pain in the low back, hips, buttock pain, and limb pain. The patient had a burning sensation in the bilateral leg/foot. On (B)(6) 2013, and (B)(6) 2013 the patient presented with lumbago and lumbar disc degeneration and the active complaints of lower back and leg pain. On (B)(6) 2013 the patient presented with chronic low back and right hip pain. On (B)(6) 2013 (sic), reportedly, the patient underwent a emg. On (B)(6) 2013 the patient presented with chronic low back, right hip and bilateral leg pain. Per the encounter notes the patient was scheduled to undergo a total left hip replacement on the (B)(6) 2014. The patient also presented with leg weakness, a burning sensation in the bilateral lower extremities. The patient was described as sharp, burning, and shooting. Diagnosis: hypertension, venous thrombosis, lumbar disc degeneration, a lumbar facet syndrome, and aseptic necrosis of the femoral head. An urine drug screen was conducted. The patient's results were consistent with their care. On (B)(6) 2014 the patient presented with the assessment of arthralgia of the pelvis/hop/femur; lumbago; lumbar disc degeneration and chronic pain. Medications: morphine sulfate and oxycodone. On (B)(6) 2014 the patient presented with lower back and hip pain. On (B)(6) 2014 the patient presented with low back and bilateral hip, buttock, and leg pain. Medications: hydromorphone. On (B)(6) 2014 the patient presented with generalized, dull, aching, low back pain and buttock pain. The patient reported that the pain medication was not working well. On (B)(6) 2014 the patient presented with chronic lower back pain and bilateral hip and leg pain. The patient also reported leg weakness, gait abnormality, lumbago, degenerative disc disease. On (B)(6) 2014 the patent reported feeling miserable with pain especially because his left hip now also has avascular necrosis. The patient reported the pain medications were not controlling the pain well enough. The patient also reported lower back pain, leg weakness, abnormal walk, and lower extremity numbness and tingling. On (B)(6) 2014 the patient presented with chronic bilateral hip and leg pain. The patient also reported leg weakness, gait abnormality, lumbago, degenerative disc disease. The patient underwent a drug screening results of which were consistent with the patient&#38112;prescriptions. Medications: celebrex, hydrochlorothlazide, hydromorphone, lisinopril, omeprazole, opana, oxycodone. Diagnoses: hypertension, venous thrombosis, lumbar disc degeneration, lumbar facet syndrome, and a septic necrosis of the femoral head. On (B)(6) 2014 the patient presented with chronic back pain and bilateral hip pain near thigh. Left hip motion was abnormal. The patient also reported lower back pain, leg weakness, abnormal walk, and lower extremity numbness and tingling. The patient underwent a drug panel which was consistent with the patient's treatment. Medications: dialud and opana ER. On (B)(6) 2014 the patient presented with hip pain and underwent a left hip placement. On (B)(6) 2014 the patient presented bilateral hip pain. The patient reported recent left hip surgery. The patient mentioned he had overdone it and ended up with swelling and had ended up back in the hospital with infection and had to undergo a second surgery to clean up a hematoma. The patient also reported lower back pain, leg weakness, abnormal walk, and lower extremity numbness and tingling. Medications: celexa, gabepentin, hydromorphone, lisinoprl, hydrochlorothiazide. The patient underwent a drug panel which was consistent with the patient's treatment. Lumbosacral disc degeneration, lumbago, and anxiety. Medications: opana, oxycodone, and celexa. On (B)(6) 2010 the patient presented with arrhythmia, hypertension and an abnormal liver function test. On (B)(6) 2010 the patient presented for an electrophysiological consultation with palpitations/skipping heart beats. The patient re ported having had palpitations for several years. The patient reported having been hospitalized in 2009 with shortness of breath and a racing heart. Medications lisinopril and amlodipine. Impression: frequent atrial extrasystoies, tachycardia, and hypertension. On (B)(6) 2010 the patient presented with arrhythmia and premature beats. The patient underwent a radiofrequency ablation. No patient complications were noted. On (B)(6) 2011 the patient presented to gastroenterology with abnormal liver function. Per the encounter notes (B)(6). The patient had a 20 year history of alcohol use and a recent history of taking over the counter pain medications. On (B)(6) 2011 the patient presented hip pain, thoracic/lumbosacral neuritis/radiculitis, and leg radiculopathy. The patient underwent an attempted right l5 and s1 transforaminal epidural steroid injection (too difficult to enter) and completed right s1 epidural. No complications were noted. On (B)(6) 2011 the patient presented with low back pain and underwent a lumbar spine x-ray which showed no change in position of appearance of hardware. Alignment satisfaction. No evidence of loosening or fracture. On (B)(6) 2011 the patient presented with low back pain and bilateral leg aching. On (B)(6) 2011 the patient presented with low back pain and radiculopathy into leg. The patient reported a burning sensation in thei r back. On (B)(6) 2011, (B)(6) 2011, and (B)(6) 20011 the patient presented with low back and leg pain. On (B)(6) 2011 the patient reported worsening leg pain and feeling achy in all his joints. The patient also reported intermittent stabbing spasms in the middle of the low back. On (B)(6) 2012 the patient presented with the preoperative diagnosis of previous right l5-s1 synovial cyst decompression and fusion, persistent synovial fluid leak at l4-5 facets, and lumbar radiculopathy. The patient underwent surgery which considered of a l4-5 decompression with instrumentation, fusion l4-5; inspection of fusion mass l5-s1; total facetectomy bilaterally at l4-5 with resection of synovium and synovial cyst; autograft l4-5; and neuro-monitoring with pedicle screw stimulation emg. No patient complications were noted. On (B)(6) 2012 the patient presented with post-operative seroma and low back pain. On (B)(6) 2012 the patient was admitted to hospital with the admitting diagnosis of adjustment disorder with depressed mood; s/p spinal fusion; nausea; low back pain; and staphylococcal infection. On (B)(6) 2014 the patient underwent surgery for the placement of a PICC line. No patient complications were reported. On (B)(6) 2012 the patient presented with l4-5 bilateral epidural abscess and lumbar radiculopathy. The patient underwent surgery which consisted of an open revision l4-s1 posterolateral fusion; decompression of l4-5 epidural abscess; removal of right l4 screw and placement of a new screw; removal of cross-link; inspection of fusion l4-s1; allograft and autograft; and complex debridement and closure. Per the operative notes: this was a complicated case, especially in the position of removing epidural scar. On (B)(6) 2012 the patient presented with the preoperative diagnosis of epidural infection, pseudoarthrosis, right l4 screw, and lumbar radiculopathy. The patient underwent surgery which consisted an: open revision, instrumented fusion, l4-s1; removal of right l4 pedicle screw, placement of new pedicle screw; placement of new pedicle screws bilaterally at s1; inspection of fusion, l4-l5, l5-s1; revision decompression, l4-l5, bilateral l5-s1 foraminotomies revision; morselized allograft, l4-l5, l5-s1 cross-link between l4-l5; neuro monitoring; pedicle screw stimulation; complex wound revision and instrumentation; and morselized autograft. *stryker instrumentation* on (B)(6) 2012 the patient was discharged from hospital on (B)(6) 2014 the patient underwent a hip and pelvis x-ray which demonstrated left total right and left hip arthroplasty. The components were well seated. There was a subcutaneous emphysema and surgical drain in the adjacent soft tissue on the left. There was no evidence of loosening or infection. On (B)(6) 2014 the patient presented with sepsis underwent a chest x-ray which was negative. The patient also presented with hip pain and underwent hip x-rays which revealed left total hip arthroplasty. Components were in good position without fracture or dislocation. No interval changes noted. (B)(6) 2014 patient medication listing: oxycodone, lisinopril, omeprazole, trazadone, warfarin, sildenafil, metoclopramide, vit d, calcium carbonate, acetaminophen.

Event description:
Per patient's medical records, it was reported that, on (B)(6) 2014 the patient presented for pre-operative clearance. Impression: avascular necrosis of hip; patient was at low risk for perioperative complications. On (B)(6) 2014 the patient presented with pre-operative diagnosis of degenerative arthritis, left hip, secondary to avascular necrosis and underwent left total hip replacement, ingrowth components, and posterior approach procedure. On (B)(6) 2014 the patient presented with status post left total hip arthroplasty, degenerative arthritis, left hip, secondary to avascular necrosis. Assessment : 1. Left knee pain s/p left hip arthroplasty 2. Chronic back pain with history anterior and posterior fusion to l4-s1 3. Opioid dependence continuous on (B)(6) 2014 the patient presented with chief complaint of left hip pain. Impression: left hip pain status post total hip arthroplasty on (B)(6). Assessment: gram negative bacilli left tha wound infection, s/p aspiration; avascular necrosis. (B)(6) 2014 the patient presented with left hip pain status post tha and underwent xr aspiration hip joint left. No complications were noted. (B)(6) 2014 the patient presented with pre-op diagnosis of wound infection left hip following left total hip replacement. Infected superficial hematoma and underwent extensive irrigation and debridement of left hip wound, including soft tissue and fluid procedure. The patient presented with burning left hip pain and chronic bilateral leg pain. The patient underwent I&d left hip. Post op diagnosis was infection on let hip. (B)(6) 2014 the patient presented for physical therapy. He rated the pain as 5 out of 10. Treatment diagnosis: debridement of superficial hematoma. He also presented for a follow up after surgery. Assessment: e coli left tha wound infection, s/p aspiration; debridement and determine if superficial or deep infection-deep cultures in process; avascular necrosis; superficial infection with no gross involvement of the tha. (B)(6) 2014 the patient presented with a principle problem of left hip post-operative wound infection and underwent left hip wound wash out procedure. The patient had mild pain on left hip. Assessment: s/p left hip I&d, s/p tha. The patient was discharged home. (B)(6) 2014 the patient presented with fever and post-op wound infection with "systemic systems" noted in ed report.

Event description:
It was reported on (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010: per billings, the patient underwent strength, endurance, rom and special equipment exercises. (B)(6) 2011, (B)(6) 2011, (B)(6) 2011, (B)(6) 2011: per billings, the patient presented for office visits and underwent therapeutic activities and exercises. (B)(6) 2011- patient treated by chiropractic clinic for low back pain from (B)(6) 2011-(B)(6) 2011-reports low back pain, back stiffness over the past year. There was no leg pain associated. Treated with ultrasound for spasmsn. 60-70% improved on (B)(6) 2011 the patient underwent x-ray of lumbar spine, routine with obls/fl/ext. Findings: there are minimal hypertrophic vertebral body changes anteriorly without evidence for disc space narrowing. There is normal movement with flexion and extension. Minimal hypertrophic facet change at l5-s1, otherwise unremarkable. On (B)(6) 2015 the patient underwent x-rays of thoracic spine 2 views due to spinal cord stimulator. Findings: 0.01 minutes of fluoroscopy were used. 2 spot images of the lower thoracic spine demonstrate spinal cord stimulator leads in the lower thoracic spine, at approximately the t9-t10 level. (B)(6) 2014 the patient presented with the chief complaint of hip pain. Assessment: 1. Stage 3 avascular necrosis left hip. 2. Successful right total hip replacement followed failed core decompression on the right hip for avascular necrosis. He described the pain as sharp. He has an abnormal gait. The gait was antalqic favoring the left and tenderness was noted on the groin. X-rays were taken, ap pelvis and lateral of the left hip. He has stage 3 avascular necrosis of the left hip with an apparent subchondral fracture. Maybe just starting into stage 4 as there may be some subtle narrowing of the joint space. On the right, he has an ingrowth total hip replacement, it looks excellent. Both components are well aligned and fit. Leg lengths look equal by clinical criteria as well as x-ray. Appears to be a depuy ingrowth replacement. (B)(6) 2014 the patient presented with pre procedure diagnosis of redness and swelling, superficial left hip. The patient underwent aspiration of superficial hematoma, left hip. (B)(6) 2014 the patient presented with the chief complaint of hip pain. Patient reported primary issue was with the left hip. Symptoms began suddenly 1 month ago. The timing of the symptoms was constant. He described the pain as throbbing. Associated symptoms include stiffness. X-rays were taken and reviewed an ap pelvis and a lateral of his left hip. He has an ingrowth total hip replacement that looks excellent. All his components are well aligned and sized. (B)(6) 2014 the patient was 2 weeks out from his irrigation debridement of superficial wound infection and was still on oral antibiotics. (B)(6) 2014 the patient was 4 weeks out from his irrigation debridement of superficial wound infection and presented for recheck on his hip incision. Diagnosis: joint pain, localized in the hip. Assessment: incision benign. (B)(6) 2014 the patient presented for recheck of his left total hip. Again, this was complicated by superficial infection. He noticed some crepitation in the lateral hip but he has no pain.

Manufacturer narrative:
On (B)(6) 2014 pelvis x-ray (B)(6) 2014 pelvis x-ray (B)(6) 2015 placement of thoracic laminectomy lead for dorsal column stimulator (B)(6) 2008 us scrotum no comment between studies patient has undergone a second hip arthroplasty. Imaging not relevant to medtronic complaint.

Event description:
It was reported that the patient sustained unspecified personal injury from the implantation of rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.